Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges "when the medical staff squeeze the blade into the cartridge it caused pressure which led to disconnection between two different parts in the upper cartridge. As a result of the disconnection the lamp of the device doesn't work." The alleged malfunction reportedly occurred during inspection/functional testing prior to use on a patient. There was no report of patient injury or consequence.

Event description:
Customer complaint alleges "when the medical staff squeeze the blade into the cartridge it caused pressure which led to disconnection between two different parts in the upper cartridge. As a result of the disconnection the lamp of the device doesn't work." The alleged malfunction reportedly occurred during inspection/functional testing prior to use on a patient. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). Corrected data: section d.3.-manufacturer name corrected to teleflex medical, athlone wm the device was returned and sent to the manufacturer (truphatek) for evaluation. Truphatek reports that the medium cartridge divided into two parts when pressure was applied on the cap of the cartridge. This is a failure of the crimping process in which crimping was inadequate. Reported failure has been confirmed. This is a manufacturing defect. A non-conformance was opened to address this issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "when the medical staff squeeze the blade into the cartridge it caused pressure which led to disconnection between two different parts in the upper cartridge. As a result of the disconnection the lamp of the device doesn't work." The alleged malfunction reportedly occurred during inspection/functional testing prior to use on a patient. There was no report of patient injury or consequence.